Manufacturer narrative:
Caster and brake damaged by customer misuse during transport.

Event description:
It was reported by service report that the foot right caster was damaged. No pt involvement or adverse consequences are reported.